Event description:
It was reported that an unknown guidewire was being loaded through the omnilink elite stent delivery system (sds) outside the anatomy and resistance was encountered. A reported piece of silicone was pushed out of the sds guide wire lumen. Neither the guide wire, nor the sds, were in the anatomy when this occurred. There was no patient involvement. Another omnilink elite was used to complete the procedure without further incident. There was no clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.